Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a (B)(6) female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, depression, anxiety, migraine, nausea, insomnia, hypertension, vaginal pain, per vaginal bleeding, abdominal pain and diarrhea. Concomitant products included azelastine hydrochloride, clonazepam (klonopin), cyclobenzaprine, desvenlafaxine succinate (pristiq), drospirenone + ethinylestradiol (yasmin), duloxetine hydrochloride (cymbalta), ethinylestradiol; norgestimate (mononessa), ethinylestradiol; norgestimate (ortho tri-cyclen), ethinylestradiol; norgestimate (sprintec), naproxen, nsaids, ondansetron hydrochloride, paracetamol (acetaminophen), promethazine, sertraline hydrochloride (zoloft), sumatriptan, sumatriptan (imitrex), topiramate (topamax), tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was introduced through the hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 4 coils showing. Left tube had 3 coils showing. Discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, nausea, migraine. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and mr received: case become incident. Events added- abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines, nausea, dysmenorrhea (cramping), dyspareunia, fatigue. Lot number added, aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 31-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, depression, anxiety, migraine, nausea, insomnia, hypertension, vaginal pain, per vaginal bleeding, abdominal pain and diarrhea. Concomitant products included azelastine hydrochloride, clonazepam (klonopin), cyclobenzaprine, desvenlafaxine succinate (pristiq), drospirenone + ethinylestradiol (yasmin), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), naproxen, nsaids, ondansetron hydrochloride, paracetamol (acetaminophen), promethazine, sertraline hydrochloride (zoloft), sumatriptan, sumatriptan (imitrex), topiramate (topamax), tramadol and trazodone. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was introduced throughthe hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 4 coils showing. Left tube had 3 coils showing. Discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, nausea, migraine. Lot number: a20055, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 31-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, depression, anxiety, migraine, nausea, insomnia, hypertension, vaginal pain, per vaginal bleeding, abdominal pain and diarrhea. Concomitant products included azelastine hydrochloride, clonazepam (klonopin), cyclobenzaprine, desvenlafaxine succinate (pristiq), drospirenone + ethinylestradiol (yasmin), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), naproxen, nsaids, ondansetron hydrochloride, paracetamol (acetaminophen), promethazine, sertraline hydrochloride (zoloft), sumatriptan, sumatriptan (imitrex), topiramate (topamax), tramadol and trazodone. In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/ psych injury"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/ psych injury"), migraine ("migraines / headaches/ migraine"), nausea ("nausea"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy other"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on(B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, menorrhagia, vaginal haemorrhage, fatigue, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was introduced throughthe hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 4 coils showing. Left tube had 3 coils showing. Discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Plaintiff received treatment for pelvic pain, abdominal pain, back pain, gen. Abnormal bleeding and migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, nausea, migraine. Lot number:a20055 manufacture date: 2012-06 expiration date: 2015-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, back pain, gen. Abnormal bleeding and allergy other were added. Outcome for events pelvic pain, abdominal pain, gen. Abnormal bleeding and allergy other were resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in a 31-year-old female patient who had essure (batch no. A20055) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, depression, anxiety, migraine, nausea, insomnia, hypertension, vaginal pain, per vaginal bleeding, abdominal pain and diarrhea. Concomitant products included azelastine hydrochloride, clonazepam (klonopin), cyclobenzaprine, desvenlafaxine succinate (pristiq), drospirenone + ethinylestradiol (yasmin), duloxetine hydrochloride (cymbalta), ethinylestradiol;norgestimate (mononessa), ethinylestradiol;norgestimate (ortho tri-cyclen), ethinylestradiol;norgestimate (sprintec), naproxen, nsaids, ondansetron hydrochloride, paracetamol (acetaminophen), promethazine, sertraline hydrochloride (zoloft), sumatriptan, sumatriptan (imitrex), topiramate (topamax), tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), depression ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/ psych injury"), anxiety ("psychological or psychiatric problems condition: depression, anxiety and mental anguish/ psych injury"), migraine ("migraines / headaches/ migraine"), nausea ("nausea"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy other/ allergy reaction"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, abdominal pain, back pain and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was introduced throughthe hysteroscope operating port and easily advanced into each ostium per procedure protocol. Right tube had 4 coils showing. Left tube had 3 coils showing. Discrepancy noted in essure confirmation test as patient had done hsg but yet it is mentioned in pfs that "plaintiff did not undergo confirmation test." Plaintiff received treatment for pelvic pain, abdominal pain, back pain, gen. Abnormal bleeding and migraine. Plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, nausea, migraine. Lot number:a20055, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events onset date were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.